Manufacturer narrative:
Two fast fix 360 reversed curve needle delivery system was returned for evaluation. Visual assessment of sample (c 0249272) shows no ts or suture remain on the delivery needle, as a result the reported t2 non deployment cannot be confirmed. The t/suture construct was returned and t1 was noted to be bent, t2 and the suture showed no abnormalities. The actuator is in its post t2 deployment position indicating multiple trigger advancements. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: bending of the delivery needle. Visual assessment of sample (c 0249366) showed the delivery needle is bent. No ts or suture were returned for examination. The actuator is lodged at the distal end of the delivery needle. Device was functionally tested for proper actuator advancement and cycling, device did not function as intended. There were no indications that would suggest that the devices did not meet product specifications upon release into distribution.

Event description:
It was reported that during acl reconstruction and meniscus repair procedure, t2 implant would not deploy when the knob was depressed. An actuator was not came back to original position, and the knob was stuck and hard to manipulate. A backup device was available to complete the procedure with no significant delay or patient injuries.